Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient thinks that, since three weeks ago, the plunger is wet because of insulin leakage. As a consequence, she thinks that the pump does not administer the bolus amounts completely and her blood glucose levels are changing. No adverse event alleged. A request was made for the return of the device.